Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function and the gearwheels were broken. Therefore, the reported condition was confirmed. The assignable root cause could not be determined, however, there is the possibility that the failure was caused by excessive use or the gearbox was not adjusted correctly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an augmented in revision surgery of proximal femur (pfna) for a femur sub-trochanteric fracture, it was discovered that the radiolucent drive device was idling while trying to get the distal side to stop. The device was then disconnected and reassembled with the cutter device, motor device and other components but the device did not move. There was a thirty minute delay to the planned surgical procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.